Manufacturer narrative:
Device manufacture date: additional information. Investigation summary: the reported event of no external power, low voltage hazard and replace system controller fault alarms was confirmed via the submitted log file. The submitted log file contained approximately 14 days of relevant data (B)(6) 2019 ¿ (B)(6) 2019, per the time stamp). On (B)(6) 2019 at 14:40 and (B)(6) 2019 at 17:38, the rsoc voltage levels of both power cables fluctuated from the expected ~12.6v down to ~3.6v activating power cable disconnect, low battery hazard, and no external power alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power. The alarms cleared when the ac power was restored, and pump support was not affected during these events as the system was supported by the backup battery. On (B)(6) 2019 at 01:15, the controller captured a replace system controller fault and yellow wrench alarms corresponding to an lcd fault. The log file also contained 26 transient lcd fault flags that did not result in audible/visual alarm condition. These alarms did not affect the controller¿s ability to operate the pump at the set speed, and there were no other notable alarms or events active the log file. The mobile power unit was not returned to abbott for evaluation and remains in use. A specific root cause for the lcd fault alarms was unable to be determined through this analysis. Abbott will continue to monitor for similar events. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Patient implant date is currently unavailable. It was reported that there was a no external power event observed on the mobile power unit (mpu). The patient has a locking alternating current (ac) power cord, however, the account cannot confirm if the cord is used properly. Additional information was requested but has not been responded to.